Event description:
The patient had a stent procedure performed (right side) in the cath lab and reportedly had a failure with a closure device resulting in a rupture of the artery. The patient started bleeding and the doctor placed a sheath in the left groin and attempted to tamponade the artery with a balloon crossed over the aortic bifurcation. This did not help. A fem-stop device was applied and the bleeding slowed. A hematoma was forming under the fem-stop and manual pressure was applied. Dopamine was titrated up and the cardiologist was called. The patient was taken to the or for an emergency repair of the femoral artery.